Event description:
The patient reported to the hospital with a stroke. It was reported that there was no capture on the atrial lead and intermittent capture on the right ventricular lead. The device was reprogrammed to increase capture threshold. The capture threshold had risen. The leads remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.